Manufacturer narrative:
The reported event of no pacing was not confirmed. As received, the device was with battery voltage above elective replacement indicator (eri) level. Review of the device history record indicates all steps were completed and signed off without anomaly. Electrical and mechanical analysis performed indicated normal functionality. Further analysis of output parameters found normal pacing with all parameters within normal range. Visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that during implant procedure, patient's pacemaker exhibited no pacing output. It was also noted that patient experienced arrhythmia. The pacemaker was not used and the procedure was completed using alternate pacemaker on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.